Manufacturer narrative:
The device and stent initially performed as anticipated; however, stent-system interaction caused dislodgement and impacted the ability for the stent to fixate.

Event description:
An 8mm minima stent was used to treat a stenosis in the right pulmonary artery. The stent was deployed in the proximal rpa such that it covered the ostium and overlapped into an existing stent. The final stent position was influenced by interaction with instrumentation during removal. The implant was fixated in the svc using an off-the-shelf balloon. An off-the-shelf stent was used to treat the stenosis. No device was returned for evaluation.